Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had been emitting tones. System evaluation identified a red alert had been generated due to a shocking impedance measurement greater than 125 ohms. All subsequent measurements have been less than 100 ohms. The alert was increased to 200 ohms. No adverse patient effects were reported.